Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the clip delivery tube was fully retracted and the device was difficult to remove. In accordance with the instructions for use, the access ports were used to remove the device from the pt's anatomy. The clip successfully achieved hemostasis. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the locator wings were initially bent during thumb advancer deployment, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The bent locator wings directly resulted in difficult device removal. Although, the device was successfully removed via the access ports, one of the wings was broken off the distal retaining ring, but remained secure within the locator. Based on the investigation findings, the probable root cause for the damaged locator wings (bent and broken) that directly resulted in the reported difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and eventually break them during forceful removal. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.